Event description:
Customer reported experiencing cartridge alarm issues over the past five days. There was no adverse impact to the customer's blood glucose level. Pump was reset with assistance from technical support, and the customer was informed they could continue using the pump, with instructions to call back if the issue recurred. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.